Manufacturer narrative:
It was reported via repair work order that the height adjustment bars were bent and the locking bar was worn. This only caused the base to be difficult to raise and lower. However this did not prevent the cot from raising/lowering and being loaded/unloaded from the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the height adjustment bars were bent and the locking bar was worn. This only caused the base to be difficult to raise and lower. However this did not prevent the cot from raising/lowering and being loaded/unloaded from the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the height adjustment bars were bent and the locking bar was worn. No adverse consequence or clinically relevant delay in treatment was reported.